Manufacturer narrative:
(B)(6). Investigation summary: one photo was received for investigation and observed brown fm inside the syringe. One used sample filled with solution was returned for investigation. The sample was subjected to visual inspection. Floating foreign matter was observed in the solution appeared to be brown & transparent. The brown fm was sent for fourier transform infrared spectroscopy (ftir) test. The ftir result indicated the spectrum match reasonably with that of a mixture of polypropylene, silicone and other unknown compounds. A device history record review showed no non-conformances associated with this issue during the production of this batch. Additionally, this was first complaint of this type reported for this batch. The appropriate personnel have been notified and customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants an additional formal corrective action, resources will be assigned at that time. Investigation conclusion: brown fm was observed inside the syringe. The brown foreign matter appeared to be floating in the clear solution. The ftir result indicated the spectrum matches with that of a mixture of polypropylene, silicone and others unknown compounds. Root cause description: the foreign matter could be polypropylene, silicone and unknown compounds. Polypropylene is the molded material used to produced barrel and plunger. Silicone is used in the manufacturing process where it was being sprayed into the syringe barrel to ease the plunger movement. Probable root cause could be due to molding residue landed on the barrel and mixture with silicone during syringe process to become foreign matter.

Event description:
It was reported that bd plastipak¿ syringe, luer-lok¿ contained foreign matter. No serious injury or medical intervention was reported.

Event description:
It was reported that bd plastipak¿ syringe, luer-lok¿ contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
One photo was received for investigation and observed brown fm inside the syringe one used sample filled with solution was returned for investigation. The sample was subjected to visual inspection. Floating foreign matter was observed in the solution appeared to be brown & transparent. The brown fm was sent for fourier transform infrared spectroscopy (ftir) test. Brown fm was observed inside the syringe. The brown foreign matter appeared to be floating in the clear solution. The ftir result indicated the spectrum matches with that of a mixture of polypropylene, silicone and others unknown compounds. The foreign matter could be polypropylene, silicone and unknown compounds. Polypropylene is the molded material used to produced barrel and plunger. Silicone is used in the manufacturing process where it was being sprayed into the syringe barrel to ease the plunger movement. Probable root cause could be due to molding residue landed on the barrel and mixture with silicone during syringe process to become foreign matter. Action will be taken and continue monitoring the nonconformance trend.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.

Event description:
It was reported that bd plastipak syringe, luer-lok contained foreign matter. No serious injury or medical intervention was reported.